Event description:
The patient had endocarditis on one of their cardiac valves. The physician elected to explant and replace the patient¿s entire crt-p system and replace. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120654.